Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled pacemaker change out due to normal eri. During the procedure insulation damage on the lead was observed. The physician decided to continue to use the lead, since there were no electrical problems and lead data were normal. No patient consequences.